Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, improperly closing the surgical site, multiple tunneling attempts, using incorrect tools, and not using antibiotics pre-operatively have been ruled out. Additionally, the patient touching or picking at the wound and the patient having contraindicating conditions have been ruled out. However, improper surgical technique was identified as the neurostimulator was anchored too superficial, which caused erosion and the wound to open up. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the wound healing issue is due to improper surgical technique as the neurostimulator was anchored too superficial, which caused erosion and the wound to open up(user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported a wound healing issue at the receiver site. Antibiotics were prescribed, an explant procedure was performed on (B)(6) 2026, and two new neurostimulators were implanted. As of (B)(6) 2026, the wounds are healing well, there are no signs of infection, and the sutures were removed. No further issues have been reported.